Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range pacing impedance measurements on the right atrial (ra) channel. The health care professional (hcp) requested assistance with programming the device into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that the system is not MRI-conditional, at the end, MRI mode was not programmed due to this ra lead issue. Ts recommended follow-up with the local representative. No adverse patient effects were reported. This crt-d remains in service.